Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure: intra gastric. According to the rptr, the device was inserted in and out of the sils port, yet the black vinyl part on the tip of the device was peeled off. Eventually, the device could not be inserted into the sils port. The staff used another device. There was no bleeding and nothing fell into the pt cavity. There was no tissue damage. The procedure was not extended more than 30 minutes. No pt info available.